Event description:
Customer reported that when the clinical teacher performed power PICC catheter maintenance, he found that the patient's thumb clip was ruptured and damaged, and he was afraid to use it for fear of causing the catheter to be blocked. No other information provided. (B)(6) 2023 - defective product exhibited catheter discoloration problem.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the powerpicc clamp is confirmed but the exact cause could not be determined. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation revealed abundant use residues throughout the returned powerpicc catheter. The clamp was not engaged upon the return of the device. The clamp was observed to have a break along the proximal side of the clamp. A microscopic observation revealed the break site to have a granular fracture surface. The clamp appeared to have no observable missing material. The fracture edges appeared sharp. Because the powerpicc appeared to have been used, the complaint of a break in the clamp is confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported that when the clinical teacher performed power PICC catheter maintenance, he found that the patient's thumb clip was ruptured and damaged, and he was afraid to use it for fear of causing the catheter to be blocked. No other information provided. 12/22/2023 - defective product exhibited catheter discoloration problem.

Event description:
Customer reported that when the clinical teacher performed power PICC catheter maintenance, he found that the patient's thumb clip was ruptured and damaged, and he was afraid to use it for fear of causing the catheter to be blocked. No other information provided. 12/22/2023 - defective product exhibited catheter discoloration problem.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported that when the clinical teacher performed power PICC catheter maintenance, he found that the patient's thumb clip was ruptured and damaged, and he was afraid to use it for fear of causing the catheter to be blocked. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.